Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e411 rack analyzer. The results for the serum sample were 45.08 pg/ml and 44.78 pg/ml. The initial result for a heparin sample was 12.82 pg/ml and was considered incorrect. The repeat result was 44.38 pg/ml and was believed to be correct. The incorrect result was not reported to the patient.

Manufacturer narrative:
The reagent lot number was 802247. The expiration date was not provided. The field service engineer replaced the water and performed syswash preparation, changed the procell and cleancell solutions, and performed calibrations using new reagents, calibration, and qc materials. Repeat tests were performed on samples for hcg and troponin, and all results were reproducible. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The event was consistent with a sample pipetting or sample quality issue. A general reagent or analyzer problem was excluded because the qc prior to the event was within ranges